Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
During a procedure in the proximal left anterior descending artery, a 2.75x28 rx xience prime drug-eluting stent was deployed in the target lesion. Then a 3.0x18 rx xience prime drug-eluting stent delivery system was advanced toward the lesion, the balloon was pressurized to 18 atmospheres, using 50/50 contrast and saline, and the stent was deployed just proximal to, and overlapping the 2.75x28 xience prime. When deflating the balloon and removing the 3.0x18 rx xience prime delivery system, slight resistance was felt. A non-abbott balloon dilatation catheter was then advanced, however, slight resistance was also felt during removal of the non-abbott dilatation catheter. There were no patient effects. There was no reported clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device did not confirm the difficulty removing the stent delivery system. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a lot specific quality deficiency. Based on the investigation, no product deficiency was identified.